Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a defective patient/ electrical board and will be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, no image when older 180 scopes were connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields from customer follow up: b3, b5, d10. H6 updated due to final investigation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective printed circuit board led to the malfunction. A definitive root cause cannot be identified. A redesign of the circuit board occurred on 16apr2018. Olympus will continue to monitor the field performance of this device.

Event description:
No delay in procedure has been reported.